Manufacturer narrative:
Correction to d9 and h3, the subject device was returned and evaluated under the complaint with patient identifier (B)(6). Please see d9 and h3 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted. The insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the bending section cover adhesive was chipped. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted due to multiple positive cultures with the scope. Please refer to the following reports for model number: cf-xz1200i, serial number: (B)(4). Patient identifier (B)(6) this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The customer noted there was possible bulging of the insertion tube, but it was not noticeable. The scope was not used and had been isolated. There was no reported patient harm or impact due to this event.